Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 12atm within 25 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.